Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultra system kit was missing test strips, lancing device and lancets. The complaint was classified based on customer care advocate (cca) documentation and information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the issue occurred ¿over seven days¿ prior to contacting lfs. The patient does not take any medications to manage his diabetes. The patient reported that ¿10 to 15 minutes¿ after the alleged issue occurred he developed symptoms of ¿dizziness and shortness of breath¿ and stated that at 09:45 on (B)(6) 2017 visiting nurse tested his blood glucose on another device which gave readings of ¿405mg/dl and 410mg/dl¿ and he was advised by the nurse to ¿visit the emergency room for a follow up due to the high readings¿. The patient reported that on (B)(6) 2017 form 09:45am to 02:45pm he decreased his food intake in response to the high readings. During the call the cca noted that when the patient was educated on correct box contents there was missing product. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.